Manufacturer narrative:
Based on the claim against the product by the customer noting that the surgeon side console (ssc) left master tool manipulator (mtm) had an abnormal noise and would not activate, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed a test drive and noted that the left mtm was abnormal. The fse reviewed the system log and found no related error. The fse replaced the left mtm to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the mtm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called in to report that the surgeon side console (ssc) left master tool manipulator (mtm) had an abnormal noise and would not activate. The surgeon elected to continue the operation with another ssc. The procedure was converted to another da vinci surgical system with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the surgeon side console (ssc) left master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the reported failure (worn opto buttons) during visual inspection.